Manufacturer narrative:
Supplemental report submitted to correct b3, d4 serial number, and g4. As the device serial number is unknown, d4 expiration date and h4 device manufacturer date are also unknown. Additional narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variablity and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of the reported complaint of calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. In this case, complaint was confirmed by follow up. Based on the limited information provided, the root cause for the valve degeneration approximately 6 years post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in canada regarding a 23mm sapien xt case in aortic position by transfemoral approach. 6 years post tavr procedure, the patient presented with congestive heart failure nyha class iii symptoms with calcific degeneration of 23mm sapien xt leaflets with reduced leaflet motion and central regurgitation now moderate-severe. A new sapien 3 valve was successfully implanted. The patient was recovering well with anticipated next-day discharge.